Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for gastritis and subsequently experienced a low blood glucose (bg) level of 60 (mg/dl). Customer reported receiving unspecified treatment while hospitalized. Recommendation was made to consult with health care provider to discuss diabetes management.